Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023. During the ercp procedure, while the scope was inside the patient, the image was lost. Therefore, the exalt model d scope was removed from the patient and a reusable scope was used to complete the procedure. No patient complications were reported as a result of this event.